Event description:
It was reported that the patient experienced intermittent stimulation and no stimulation at all in certain positions. When she took her patient programmer and connected it stimulation seemed to turn on for a moment. In addition, stimulation felt right when the patient pushed in on the device, but if she didn't push on the implantable neurostimulator pocket it felt like it was not the same stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model: 3708240, (B)(4), implanted: 2007 (B)(6), explanted: unknown; accessory: model: 37752, (B)(4); programmer: model: 37742, (B)(4); lead: model: unknown, lot# unknown, implanted: 2007 (B)(6), explanted: unknown.